Manufacturer narrative:
At this time surgical intervention is not planned; therefore, the potential for serious injury is not present. Hence, this does not meet the reportability criteria.

Event description:
Patient has turned off stimulator and is exploring other options for pain. No further intervention planned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00899. Related manufacturer reference number: 3006705815-2020-00901. It was reported that the patient never received effective therapy from their scs system, and that stimulation made the patient feel dizzy. Reprogramming was unable to resolve the issue. Surgical intervention is expected to address the issue.